Event description:
It was reported the subject device exhibited water accumulation and a communication error (error b30). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d4 the device was returned to olympus for inspection, and the reported failure was partially confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leaks from the output connector. A root cause could not be identified. Based on the results of the investigation, it is likely there was water detected in the light source and water leaks from the output connector due to clogging of the pump. Based on the results of the investigation, and since error code b30 was not reproduced during the device evaluation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.